Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while testing the valve during the procedure, the physician thought that the arrow indicating the flow direction was upside down, however it was confirmed to be pointing in the right direction. There was difficulty in draining the liquid. When placing the system and connecting the valve, it was confirmed that there was no cerebrospinal fluid drainage after several attempts and even changing the direction of the reservoir. It was thought the slow drainage claim could be due to excessive ventricle drainage prior to connecting the valve. The valve was replaced and the procedure was concluded successfully.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux and leak testing. The valve did not meet the requirements for pressure-flow and preimplantation testing. The valve overdrained during testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Particulate debris was observed on the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance (over- or underdrainage) of the shunt system. Particulate matter that enters the shunt system may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.